Event description:
Patient here for a vertibuloplasty and was laid prone for the procedure. Anesthesia put the bp cuff on the leg. When it was removed the patient had a laceration with adipose tissue showing. Plastic surgery has been contacted for evaluation. Patient's medical history is that she has arthritis, myasthenia gravis, and is on steroids. The procedure was aborted.